Event description:
Information received indicates the call bell is not functioning from the bed.

Manufacturer narrative:
The technician found loose pins on the communication cable. The technician repaired the pins and installed a cable saver to repair the bed.